Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown dhs/dcs lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was implanted with the right dynamic hip screw/dynamic condylar screw (dhs/dcs) plate and dhs/dcs one-step lag screw on unknown date for unknown purpose. On (B)(6) 2018, patient was returned to surgery for removal of the dhs/dcs lag screw and revised to a right total hip replacement. It was reported the lag screw was not functioning correctly. No additional information was provided. This report is for one (1) unknown dhs/dcs lag screw. This is report 2 of 2 for (B)(4).

Event description:
Device report from synthes europe reports an event in the united kingdom as follows: it was reported patient was implanted with the right dynamic hip screw/dynamic condylar screw (dhs/dcs) plate and dhs/dcs one-step lag screw on unknown date for unknown purpose. On (B)(6), 2018, patient was returned to surgery for removal of the dhs/dcs lag screw and revised to a right total hip replacement (thr). It was reported that the lag screw had cut out. The surgeon believes that the cut out was caused from a bone failure point of view; the implant was in a good position initially and there was no visible sign of damage to it at conversion to thr. Surgical outcome and patient status is unknown. This report is for one (1) dhs®/dcs® lag screw 12.7mm thread/95mm-sterile. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Physical manufacturer: this information is now known. 510(k) number is now known.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Date of manufacture is now known. There are six parts. Device codes device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 280.950s, lot# l555137. Manufacturing location: (B)(4), release to warehouse date: oct 16, 2017, expiry date: oct 01, 2027. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all material, dimensional, and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Visual inspection noted some post-manufacturing scratches at the shaft, otherwise the dhs/dcs screw is in a very good condition. There are no damages visible at the groove on the backside. The thread flanks at the forefront are in an excellent condition with no visible wear marks. The dhs/dcs screw can be easily inserted into the bore of the also received plate 02.224.224, the screw is freely movable in bore as designed. The above-mentioned scratches have no influence on the functionality. From this standpoint the devices are functional, and the complaint is could not be confirmed regarding the cut out. However, a replication of the in-situ situation with the cut out is in general not possible. The complaint is rated as confirmed due to visible damage with the scratches at the shaft. Checked dimensions per relevant drawing. Shaft diameter specification 7.9mm 0/-0.05 / measured: 7.87mm = pass. Distance flat surfaces specification 7.15mm 0/-0.08 / measured: 7.11mm = pass. Outer diameter thread specification 12.7mm 0/-0.2 / measured: 12.55mm = pass. Inner diameter thread specification 8.2mm 0/-0.2 / measured: 8.13mm = pass. Based on the investigation findings, a manufacturing related issue can be excluded, and no product related issue could be detected. The visible scratches were caused post-manufacturing, but afterwards it cannot be defined if this damage occurred during insertion, in-situ or during extraction. The function test has shown that the scratches have no influence on the functionality. Based on the provided information, the cause of the cut out could not be determined. It can be assumed that any complication during the healing process could lead to this occurrence. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that cut-out means the dhs screw migrated through the femoral head into the acetabulum.